Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign matter at the camera cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material at the c-cover (camera cover), but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event was deemed to be detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.